Manufacturer narrative:
The customer performed a new comparison between their meter and a reference meter. The deviation was acceptable. The investigation did not identify a product problem.

Manufacturer narrative:
The coaguchek inrange meter serial number was (B)(6) . A retention meter was sent to the reporter for comparison. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer. The investigation is ongoing.

Event description:
We received an allegation of questionable inr results for 1 patient sample with a coaguchek inrange meter when compared to a stago laboratory method. On (B)(6) 2024, at 9:50 am the patient had a meter result of 3.8 inr while at 10:00 am the laboratory result was 2.9 inr. The patient¿s therapeutic range was 3.5 - 4.5 inr.